Event description:
The user facility reported a patient was on impella rp flex support and during support, the patient's distal right extremity was cold and no pulses were present. The patient was taken to the hybrid room to do an abdominal angiogram with runoff of the right lower extremity. When runoff was completed, there was no distal flow to the right femoral artery or right femoral vein. The impella rp flex was weaned. A fasciotomy was completed to the right lower extremity through the calf muscle due to swelling and blisters noted to the skin. The patient survived the procedure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: contraindications (united states) ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿